Event description:
Biomed manager reported that the as50 pump was run at 0.77 ml/min instead of 0.77 ml/hr. A fentanyl drip was infusing and 500 mcg was received. After the error was discovered the infusion was stopped. Reportedly, the pump was configured differently than the other pumps. The ml/min mode was the first mode to be displayed, instead of the ml/hr mode.